Event description:
Cataract surg. After inserting the I/a into the pts eye & performing I/a for a while, rust particles & metallic fragments were noted on the iris & in the capsular bag. The I/a handpiece was discarded & a new one was used. Using a combination of the I/a & picking earch individual particle off & out of iris stroma with a bss syringe, all foreign material removed. Did not compromise final outcome.